Event description:
It was reported that the patient was charging more than expected. The recharge interval did not appear to be appropriate. Interrogation noted low, out of range impedances with contact pair 12-15 <50 ohms. No patient symptoms, intervention, or outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).